Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver any insulin to cover the carbohydrates that were consumed for breakfast and the blood glucose (bg) level elevated to 530 mg/dl. A correction bolus was delivered to address the bg level.